Manufacturer narrative:
An event of stenosis and pannus was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information comes from the abstract of the "japanese journal of medical ultrasonics", 2018, vol.45, supplement, s797, 91-¿p-004 titled, "rapid progression of tricuspid and aortic stenosis caused by pannus formation early after combined aortic valve replacement and tricuspid annuloplasty." This is a rare case in which reoperation surgery was required in 24 months after the initial procedure, which was caused by pannus formation widely on aortic tissue valve and the tricuspid annulus toward its cusps. On an unknown date (approximately 2 years ago the reported symptoms in this literature were confirmed), an aortic valve replacement (avr) and tricuspid annuloplasty (tap) were performed for the treatment of aortic stenosis (as) due to bicuspid valve and tricuspid regurgitation (tr). A 19 mm mitroflow aortic pericardial heart valve (sorin) was implanted in the patient's aortic position and this 25 mm tailor band (model number: tab-25, serial unknown) in the tricuspid position. A postoperative transthoracic echocardiography (tte) revealed a blood flow velocity of 2.7 m/s and 1.1 m/s, mean pressure gradient (mpg) of 16 mmhg and 1.7 mmhg respectively in the aortic position and the tricuspid position. Since approximately 2 months before the patient visited to this hospital, edema of the lower extremities appeared and dyspnea on exertion was confirmed later. An x-ray was performed and bilateral pleural effusions were shown. It was noted that nt-probnp of 7254 pg/ml and creatinine of 1.76 mg/dl by blood sampling. A progression of aortic stenosis (as) and tricuspid stenosis (ts) was observed through a repeated tte with blood flow velocity of 4.1 m/s and 3.0 m/s, mpg of 32.5 mmhg and 23.7 mmhg respectively in aortic valve and the tricuspid valve. A transesophageal echocardiography (tee) revealed severe level of impeded mobilities in non-coronary cusp (ncc) and the left coronary cusp (lcc). Furthermore, adherence of structure along the tricuspid annulus appeared on low luminance echo signal and the native cusps in the tricuspid position had hardly moved. As cardiac failure could not be controlled with medication, re-do avr and tricuspid valve replacement (tvr) was required. Both the non-abbott aortic valve and this tailor band were explanted. Subsequently, a 19 mm carpentier-edwards perimount magna aortic heart valve was implanted in the aortic position and a 25 mm epic valve (model and serial unknown) in the tricuspid position. Intraoperatively, pannus ingrowth widely exhibited from the left ventricle side of the aortic valve and completely covered over this annuloplasty band toward the cusps of the tricuspid valve. The patient's postoperative course was uneventful. The symptoms of cardiac failure improved as well. The patient's weight decreased to (B)(6) at the time of admission. On the 24th postoperative day, the patient had been in stable condition and was transferred to another hospital for rehabilitation.